Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the bladeless trocars (10 & 12mm) were continuously leaking, causing loss of the pnuemo. This resulted in an extra hour of procedure time and the use of other trocars; reusable and/or disposable from competitor companies. There was no adverse consequence for the patient. The devices were discarded.